Event description:
The doctor implanted the 28mm liner which was given to him by the sales rep. This should have been a 32mm. A 54 cup was used. The pt is in poor health. The surgeon revised the femoral component before closing trying for a better fit. This resulted in extending the surgery 1 hour and 45 minutes and the patient had to be intubated.